Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00112: screw 2.

Event description:
Two acutrak 4/5 screws were used to treat a tibial condyle fatigue fracture. Total load was performed at 6 weeks post op. The patient complained of pain which developed into a non union. The screws were explanted after 23 weeks post op.